Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed, and the reported problem was not confirmed and not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart fixture test platform and passed all relevant testing within specification. The probable root cause is attributed an improper customer setup of the sterile adapter on the arm. This is supported by log evidence indicating sterile adapter disconnection (error 31010), the inability to reproduce the issue during failure analysis, and follow-up confirmation that similar events were due to user setup error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the surgeon was on site during the last operation on monday this week. Fortunately, there were no incidents this time and the system ran without any problems. After consulting with the isi field service engineer and troubleshooting, we assume that the previous difficulties were due to classic user errors. Although the surgical team was trained and given comprehensive instruction on the system, some details were not correctly observed when putting on the sterile covers. The surgeon has therefore reminded the team of the key points to ensure that no further incidents occur in future. It is noteworthy that the problems occurred exclusively during ent procedures, while the system ran smoothly in all other departments. Incidentally, all ent cases were successfully completed without complications, delays or injuries on the part of the patients.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted uvulopalatopharyngoplasty surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) in between two procedures that an instrument stopped moving on drive 3. The surgeon resolved the issue by moving the instrument to drive 2 and completed the case. Log analysis by tse revealed an error indicating a disconnection of the sterile adaptor (sa) on drive 3. Tse advised to reseat the sterile adapter (sa). The customer called back to state that the instrument on drive 3 became stuck in its lowest position while inside the patient. The instrument insertion and positioning were normal; however, the movement stopped suddenly when patient side manipulator (psm) 3 appeared to disconnect from the system while both the instrument and psm arm was grayed out on the surgeon side console (ssc). There was no error messages displayed and no relevant log entries. The customer was able to remove the instrument using the clutch, confirming there was no mechanical obstruction. The customer was able to continue the procedure using the remaining psm arms only. The procedure was completing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint with test instruments. For customer satisfaction, the fse replaced the patient side manipulator (psm). As of the date of this report, the psm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.